Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen and presented with possible paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2019 and presented with possible paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: b5 and d1.